Event description:
It was reported that an american native female patient underwent a primary breast augmentation surgery with implantation of an unknown mentor gel breast implant prosthesis. Post-operatively, the patient reported that she observed bilateral rippling of her breast prostheses. As a result, the patient underwent removal and replacement with unknown gel implants on (B)(6) 2009. Refer to manufacturing report number 1645337-2022-01461 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).